Manufacturer narrative:
Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced blurry vision. The lens was exchanged and the problem was resolved. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.